Event description:
Surgeon reports lens was implanted on 11/07/96. On the first post-operative day a subuxation of the lens was observed (sunset picture, posterior capsule intact). The lens was explanted on 11/13/96 and an anterior chamber lens implanted. The pt recovered well and the current visual acuity is 20/80 (prior to event, 11/06/96, va of 20/200.

Manufacturer narrative:
The evaluation results of this explanted lens confirmed that it was within specifications with no defects. This report was mailed in to FDA on: 2/6/97.